Event description:
During a standard dental treatment the handpiece heated up and the patient on lower lip. No medical care was necessary.

Manufacturer narrative:
The analysis did show that both ball bearings have been worn. It was also visible that there was only a very thin oil film present in the head. This indicates that the maintenance is not performed like requested in the user instruction. Due to a low lubrication during the re-processing the bearings get stressed much more than usual and hence an accelerated wear process takes place. Reported due to the two year presumption rule. Incident occurred in (B)(6).